Event description:
Middle-aged male with history of htn (hypertension), morbid obesity and atrial fibrillation. Procedure: ablation with carto. The duo-decapolar catheter would not steer. Unable to be used so it was removed without difficulty. A new device was used without further issues. No known harm to patient, minor delay in procedure. Manufacturer response for catheter, recording, electrode, reprocessed, na (per site reporter). Will obtain.